Event description:
It was reported that the device was explanted after an implant duration of 173 mos, due to unk reasons. When device was implanted pt was in another country. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.